Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was identified during bench testing that there was no speaker sound at start up. The device was not in use on a patient at the time of event, there was no adverse event reported.